Manufacturer narrative:
The insulin pump was received with failed self test alarm, failed communication to the bg meter and high stop current due to faulty radio frequency board. The insulin pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a radio frequency failed self-test alarm. Before the alarm, they noticed the meter did not connect to the insulin pump. It went through a self-test and everything came back normal. Troubleshooting was performed. They reviewed the alarm history. It was noted that the alarm occurred during the rewind and prime sequence. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.